Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Due to this, a lead safety switch was triggered. X-ray were confirmed in order to evaluate the state of the lead. It was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.